Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After the lesion was crossed with an unknown guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a 1mm non-bsc balloon catheter. No patient serious injury or adverse event were reported.